Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer was unable to troubleshoot with tandem technical support, and further information was unable to be obtained. The customer¿s blood glucose level was 170 mg/dl.